Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose at the time of incident was 500 mg/dl, current blood glucose is 349 mg/dl and customer's blood glucose while hospitalized was above 500 mg/dl. The cause of hospitalization was diabetes ketoacidosis. The customer did experience symptoms like nausea and vomiting due to high blood glucose level. The customer was hospitalized due high blood glucose level on (B)(6). The customer stated that the drive support cap was normal. The customer was treated high blood glucose with bolus via insulin pump. The customer was wearing the insulin pump during the hospitalization. It was also stated that the document of outcome of hospitalization was customer admitted to hospital. The insulin pump will be returned for analysis.